Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a peritoneal dialysis catheter. The customer stated the peritoneal dialysis catheter was inserted in 2000. Recently there was leaking on this tenckoff catheter near the cuff. The catheter was removed due to infection.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.